Manufacturer narrative:
Healthtronics field service engineer went to the customer site to evaluate the system. Device evaluated by simulated use testing and found an open circuit. Device repaired and returned to the customer.

Event description:
System went down with a patient on the table. Chu fatal system error. Rebooted the system and received the same error. Could not correct the error so case, and following cases, rescheduled for the next day.